Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that during intraocular lens implantation surgery after fully opening then lens and implantation surgeon noticed a slight blemish in the visual axis of the lens. Subsequently the lens was removed during initial procedure. Surgery was completed on the same day by opening the new lens of the same diopter without any patient harm.